Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, the consumer experienced ghosting images and was unable to read due to blurry vision. The iol was exchanged. The iol was cut in half to remove and discarded. Additional information was provided by a nurse, who reported that the patient experienced shadowing and some double vision. The iol was exchanged for a different lens model.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional information by phone and fax. A completed questionnaire was not received. (B)(4).